Event description:
The facility reported a pump with problem "constant alarm." Information was not provided whether or not this event occurred during a patient use. According to the hospital representatives there were no patient injury or medical intervention reported.